Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced nocturnal hypoglycemia while using the ilet shortly after initiation, with a lowest reported blood glucose of 45 mg/dl and approximately one hour outside the target range. Symptoms included a low glucose alert without loss of consciousness, seizure, or other acute neurologic symptoms. Outcomes included self-treatment with oral carbohydrates (crackers and regular cola) and recovery of glucose to 120 mg/dl without medical assistance, hospitalization, or ketone testing. Troubleshooting and education were completed, including counseling on early-use glycemic variability and nighttime monitoring. Investigation included review of the event details and user-reported device use. Investigation of this case revealed no device malfunction, with early adaptation and possible insulin-on-board contributing to the low. It was concluded that hypoglycemia occurred with cause unclear and without clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.